Event description:
Mhra reference number: (B)(4) "3 instances of scalp lacerations occurred when using the kiwi devices. Issue: report of three instances of neonatal scalp lacerations associated with the use of kiwi vacuum cups. Impact: affected 3 newborn patients represents a potential patient safety risk raised by a consultant obstetrician and labour ward lead. Product: kiwi vacuum cups (specific model not confirmed in this report) note: prior communication references use of vac 6000mte due to supply shortage and ongoing recall context. Context: site experienced supply issues and may have used an alternative kiwi model previous discussion included a product recall (kiwi mte) it is unclear which specific device/configuration was used in the reported incidents. Current status: further investigation required to determine: exact product/model and lot numbers used circumstances of use (procedure details, user factors) whether incidents are linked to recalled or alternative devices."